Event description:
A pt reported blood glucose results of 102 mg/dl with a lifescan meter and 401 mg/dl on a lab device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The pt also tested on dr.'s meter and obtained a blood glucose result of 302 mg/dl. Test strips were replaced for the pt.